Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('total hysterectomy(uterus and cervix removed) / essure device encounter and removed partially/ portions of the essure device were removed') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included kidney stones in 2008, pulmonary embolism on (B)(6) 2007 and mthfr gene mutation. Essure confirmation test(s) conducted, specify: yes. Concurrent conditions included pelvic pain female, rash trunk, stress, perineal pain, skin eruption and allergic reaction to antibiotics. Concomitant products included atropine sulfate, famotidine, fentanyl, ibuprofen, midazolam, ondansetron and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: removal date discrepancy noted: (B)(6)2016, (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2016: container of formalin labeled with the patient ' s name and "bilateral fallopian tubes " and consists of 2 unoriented segments of tissue consistent with fimbriated fallopian tubes and separate essure coils .. Ultrasound pelvis - on (B)(6)2016: bilateral essure devices located at corner.. Most recent follow-up information incorporated above includes: on 23-aug-2019: mr received. Event - remaining portions of the essure device was added. Reporter information updated. Medical history, concomitant drug and lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('total hysterectomy(uterus and cervix removed) / essure device encounter and removed partially/ portions of the essure device were removed') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included kidney stones in 2008, pulmonary embolism on 1-may-2007 and mthfr gene mutation. Essure confirmation test(s) conducted, specify: yes. Concurrent conditions included pelvic pain female, rash trunk, stress, perineal pain, skin eruption and allergy to antibiotic. Concomitant products included atropine sulfate, famotidine, fentanyl, ibuprofen, midazolam, ondansetron and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: removal date discrepancy noted: (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: container of formalin labeled with the patient ' s name and "bilateral fallopian tubes " and consists of 2 unoriented segments of tissue consistent with fimbriated fallopian tubes and separate essure coils .. Ultrasound pelvis - on (B)(6) 2016: bilateral essure devices located at corner.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy(uterus and cervix removed)') in an adult female patient who had essure inserted for female sterilisation. Medical conditions: essure confirmation test(s) conducted, specify: yes. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received. Product indication updated. Previously reported "injury" was updated to medical device removal. Lawyer and essure explant date were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.